Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. Three and a half months prior to death, the patient began treatment with unspecified drugs which were ongoing until the time of death. The indication for the treatment was not reported. Extraneal and physioneal therapies were ongoing until the time of the death, however, it was not reported whether the patient was connected to the homechoice at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.